Manufacturer narrative:
The agent reported, patient broke their central screw on the baseplate, and they also had an infection. Male 63. Complaint has been evaluated and is similar to report number 1644408-2021-01258; 508-32-204, s801 - device cracked/broke, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to infection.